Manufacturer narrative:
Conclusion: the prod instructions for use emphasize the removal of the plastic sheaths before severing the tape and skin closure. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch #2210968-2007-00578. The same pt is represented in each medwatch.

Event description:
Following placement of a retropublic sling device, the surgeon cut the mesh and the sheath at the abdominal incision before removing the sheath. The surgeon was unable to remove the sheath. He tried to reopen the abdominal incision slightly, but was unable to make any progress and the sheath was left in the pt. This occurred on both sides. Currently, the pt is dry with mild hesitancy. The surgeon reported that the tape/sheath can be felt under the left trocar site and that the pt might need a removal if this is still a problem in a couple of months.